Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a "cartridge error" while attempting to load a new cartridge in the past. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information and declined troubleshooting with tandem technical support.